Event description:
Nurse was removing IV from left antecubital area. Nurse removed tape then slowly removed tegarderm from site. The pink hub of insyte fell out of tegaderm without the catheter tip intact. The physician was immediately contacted. Patient had to be taken to radiology for angiogram to remove catheter tip.